Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at his scs ipg site including the iliac crest and lower back regions surrounding the ipg pocket. Follow-up identified the patient's scs ipg was explanted and replaced. In addition, a sjm representative met with the patient for postoperative follow-up and the patient reported the pain is no longer present.